Manufacturer narrative:
The device was returned for evaluation and the clinical observation confirmed. As received the implant coil was found stretched with the polypropylene filament intact, tangled with the release wire, but still attached to the pushwire. The instant detacher was not returned. Additionally, the pushwire was found bent and broken into three separate segments which were all retained together by the release wire. The proximal segment was found with the tack weld replacement (twr) crimps loose. The release wire inadvertently became broken from the distal tip of the pushwire segment during evaluation of the actuator interface crimps. Distal segment of pushwire segment was found intact distal to the break indicator at the manual detachment location (via hypotube). During evaluation, the distal segment of pushwire intentionally broke and implant coil was successfully detached by pulling back on the release wire. The detach element was bent and the retainer ring was damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. It is possible that the tortuous anatomy, and/or the bend in the detach element, and/or the break in the pushwire at an incorrect location may have contributed to difficulty during detachment by the manual method (via hypotube). All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of a small blood vessel of the left posterior cerebral artery aneurysm. It was reported that the physician tired three times with instant detacher and one time with manual method to detached the coil but coil did not detach. The coil was removed from the patient without any complications. A new coil was used to complete the treatment. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.